Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 60.6cm was returned for analysis. External insulation abrasion was noted at 50.0-50.4cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that loss of capture and high, out of range pacing lead impedance were observed. The lead was explanted and replaced. The patient condition is good.